Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics were called and they took him to the emergency room. Customer was hospitalized and his blood glucose was 331 mg/dl at the time of the incident. Customer's current blood glucose is 259 mg/dl. Customer had suspended the insulin pump. Customer's blood glucose was 331 mg/dl at 8:18 am, 214 mg/dl, 232 mg/dl at 10 am, and 240 at 2:47 pm. Customer stated that he was not sure if there is a problem and thinks that he panicked. Customer declined to troubleshoot.